Manufacturer narrative:
Investigation summary: 2 photos were provided. One photo shows no sealed packaging blisters from the bottom. The other photo shows the same packaging blisters from the top web. They have highlighted with a handwritten circle the middle of the packaging where it has the 19x 1- ½¿ tw text is. Part of the text is incomplete or missing. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. This is the 1st complaint for lot # 8236650 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: it could have happened during the multivac packaging top web printing process and was not detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd nokor¿ filter needle had "unclear specifications and models" found in the printed label before use while conducting a box opening inspection. The following information was provided by the initial reporter, translated from chinese to english: "on february 17th, 2020, the company conducted box opening inspection on 8326650 batches of disposable filter needles, a total of 2,500 filter needles were tested, and a total of 199 products were found to have unclear specifications and models in label printing."